Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Contrary to the directions for use of duett, the sheath was advanced forward into the femoral artery prior to procoagulant delivery. The pt experienced leg pain; an arterial occlusion was confirmed angiographically. Treatment consisted of a fogary thrombectomy and was successful. No further complications were reported.